Event description:
Allergic reaction [allergic reaction], thick knee [knee swelling], pulls out the moisture [joint effusion]. Case narrative: this case is cross referred to cases (B)(4) (cluster cases). Initial information received on 26-mar-2019 from (B)(6) regarding an unsolicited valid serious case received from a physician ((B)(6) doctor). This case involves adult patient who experienced allergic reaction, thick knee and pulls out the moisture, after he/she was treated with the medical device hylan g-f 20, sodium hyaluronate (synvisc). (Latency: unknown) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose and frequency (lot - unknown) for unknown indication. On an unknown date in 2018, after the second or third injection, patient had thick knee, which seemed like an allergic reaction. Physician reported that there were 7 patients who had this reaction and for less severe reaction nsaids were administered, for more severe reaction physician pulled out the moisture and gave cortisone. This resolved thick knee. Corrective treatment: nsaids and cortisone for all events. Outcome: recovered for thick knee; unknown for rest. Seriousness criteria: intervention required for all events. A product technical compliant was initiated and results were pending for the same.

Event description:
Allergic reaction [allergic reaction] . Thick knee [knee swelling] . Pulls out the moisture [joint effusion]. Case narrative: this case is cross referred to cases (B)(4).initial information received on (B)(6) 2019 from belgium regarding an unsolicited valid serious case received from a physician (sports doctor). This case involves adult patient who experienced allergic reaction, thick knee and pulls out the moisture, after he/she was treated with the medical device hylan g-f 20, sodium hyaluronate (synvisc). (Latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose and frequency (lot - unknown) for unknown indication. On an unknown date in 2018, after the second or third injection, patient had thick knee, which seemed like an allergic reaction. Physician reported that there were 7 patients who had this reaction and for less severe reaction nsaids were administered, for more severe reaction physician pulled out the moisture and gave cortisone. This resolved thick knee. Corrective treatment: nsaids and cortisone for all events. Outcome: recovered for thick knee; unknown for rest. Seriousness criteria: intervention required for all events. A pharmaceutical technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 17-may-2019. Global ptc number and results were added. Text was amended accordingly.